Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received cracked and broken in the area around one of the instrument slots. One fragment from the broken section was included. Measurements were within specification. A review of the device history record did not show issues that could have contributed to the reported issued. No conclusion could be drawn as one part received was unmeasurable.

Event description:
It was reported that during the posterior lumbar interbody fusion (plif) procedure on l3-l4 levels the vertebral spacer was cracked while the surgeon was implanting it. Since it was still attached to the implanting device, surgeon simply pulled out the cracked spacer, attached another spacer and completed the procedure. All broken pieces were retrieved from the pt. The pt was unharmed.